Event description:
The hcp reported that the pt developed an infection at the pump pocket. The pt's symptoms were reported as edema and wound dehiscence. In 2007, the pump pocket was surgically incised and drained. Following the surgery, the pt was treated with 6 weeks of intravenous vancomycin. The pump and catheter were explanted. The hcp reported that the pt developed a cerebral spinal fluid leak with the removal of the catheter. The pt recovered without sequela. The pump was used to deliver lioresal.

Manufacturer narrative:
Final device analysis revealed no anomaly found - normal device function.